Manufacturer narrative:
Internal complaint reference: case (B)(4). H3, h6: the reported device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was an isolated event. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. A review of the material found there are requirements for conformance and a certificate of material analysis is required. A visual inspection revealed two broke anchors were returned with the device. One had only the solid blue suture with it and the other had no suture attached. The device was received fully actuated with no signs of damage. A functional evaluation revealed the actuator could be depressed to release sutures. Based on the condition of the product material found during visual inspection it was determined that additional material testing is not required. The complaint was confirmed. Factors, which could have contributed to the complaint event, include an application of unintended inappropriate or excessive force to the device. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal complaint reference: case-(B)(4).

Event description:
It was reported that during shoulder arthroscopy, the threaded wire of the healicoil sa pk 4.5mm w/2 ub-bl cbrd bl was broken and separated from suture during fixation. The procedure was finished with a smith and nephew backup device. Unknown if occurred a surgical delay. No other complications were reported.